Manufacturer narrative:
A vyaire field service technician went onsite per corporate request, and performed ovp, performance test w/pf300, delivered volume test, monitored volume test and fio2 test. The ventilator passed all testing and is with in all OEM specifications per service manual rev. F.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that a patient expired while on the vela ventilator. The customer stated that they do not think the ventilator was at fault however they would like to have the unit testing for proper operation.